Event description:
It was reported that an alert had been generated for this system due to a battery depletion error. Data analysis confirmed the error was benign and resulted from a large number of magnet detections and the error can be reset. No adverse patient effects were reported.

Manufacturer narrative:
His product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.